Event description:
A blood leak detected alarm occurred during a routine hemodialysis treatment which could not be resolved. The operator had inadvertently connected patient lines for treatment while the cycler was still in the priming and testing mode. The operator then disconnected the patient and attempted to complete priming of the cartridge with blood still in the lines. Technical support advised treatment be discontinued without performing rinseback, resulting in an estimated blood loss of 50 cc. Hb level decreased from 9.3 gm/dl on (B)(6) 2012 to 8.2 gm/dl on (B)(6) 2012. Standard epogen was increased from 10,000 units 1x week to 10,000 units 2x week. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator failed to follow patient connection instructions as directed in the user's guide. The user's guide provides adequate instructions for making patient connections prior to starting treatment. The cycler alarmed appropriately. There have been no similar problems reported subsequent to this event. No further investigation is required. Nxstage medical considers this report closed. No additional information will be provided.